Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon pieces stuck there [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Vagina uncomfortable - tampon [medical device site discomfort]. Pieces fell out [device breakage]. Consumer reported via social media that the tampon pieces fell out and became stuck in vagina. No serious injury was reported.